Manufacturer narrative:
Eval summary: investigational summary received on 13-oct-2009. The product lot number was not provided, therefore, a batch record review was not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Important knee effusion [joint effusion]. Case description: spontaneous report received on 08-oct-2009 from a physician regarding a male pt, initials unk. The pt received his first dose of synvisc on an unk date. The pt's medical history is not available. On an unk date, approximately 72 hours after starting synvisc, the pt experienced an important knee effusion that was unk in intensity and required intervention according to the physician. In the evening, the pt underwent a knee lavage in the surgical unit. The synovial fluid was analyzed, no germ was found. The second and the third synvisc injections were not performed. As of the date of receipt of this report, the pt outcome was unk. Concomitant medications were not reported. The physician did not assess the relationship between the important knee effusion and synvisc. Investigational summary received on 13-oct-2009. The product lot number was not provided, therefore, a batch record review was not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.